Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. This report will be updated should additional information become available.

Event description:
Additional information was received indicating the physician was dissatisfied with the threshold measurements obtained with this lead. A different model lead was used with acceptable threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was attempted at implant due to an unspecified product performance issue. No adverse patient effects were reported.